Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert and inquired if the bolus requested was delivered. The customer's blood glucose (bg) levels were 300 mg/dl. The customer delivered a bolus to address bg level. During troubleshooting with tandem technical support (cts), cts confirmed in the pump logs a bolus was completed. Cts verified that a bolus alert was received after the bolus was completed. Cts educated the customer about the meaning of the incomplete bolus alert. Cts stated that it was possible the bolus screen was pressed and the screen timed out resulting in an incomplete bolus alert. The customer acknowledged.